Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the ultrasound tip was loose from the beginning of a procedure. Poor aspiration was felt and the tip was tightened, but there was no improvement. The tip was tightened again and ultrasound oscillation was done in the test chamber, but the tip broke. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One opened balanced phaco tip was returned for evaluation. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken at a location in front of the aspiration bypass hole (ab hole) at the first bend location. The break is very jagged in nature. The wall thickness at the break is even. The inside diameter has not visual evidence of being occluded. The threads were checked with a go/no-go 4-40 thread gauge and the threads were found to be conforming. The phaco tip behind the break was flushed with fluid and the inside diameter had a good fluid pathway. The inside diameter was not occluded. A dvd and photo were also provided with the complaint. The dvd provided with the phaco tip complaint was reviewed. The use of the phaco tip started at approximately 5:25 minutes into the surgery. The phaco tip was working well and at approximately 7:50 minutes into the surgery, the tip broke. No reason for the breakage could not be determined from the video. A photo was provided with the complaint. The photo shows a broken phaco tip at the bend region of tip. The break is very jagged. The complaint evaluation does confirm the phaco tip is broken. The evaluation does not confirm a thread issue with the tip resulting in a loose fit with the handpiece or an occluded tip. The tip was manufactured to specification and the complaint issue does not point to a manufacturing issue. The root cause for the broken phaco tip cannot be determined from this evaluation. The most likely cause for phaco tip breakage is from aggressive machine/procedure usage with the phaco tip, but no conclusion about the tip usage could be determined from this evaluation. A loose tip, from inadequately tightening the tip onto the handpiece, may also have been a possible factor for the poor aspiration and tip breakage. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).